Event description:
It was reported that two unknown set screws migrated post-operatively. A revision surgery was performed, however it was reported that this was due to other medical reasons unrelated to this event. This report captures the first of two unknown set screws.

Event description:
No new information.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.